Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the collimator failed to initialize. The cables going into the collimator were re-seated and re-secured. A system checkout was successfully performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was stuck in standalone mode with the error "initializing collimator please wait". There was no patient present when this issue was identified.